Manufacturer narrative:
(B)(4). The field reports of inappropriate shock therapy, noise problem, low (hv) impedance and suspected fracture were confirmed. Internal abrasion found breaching between inner coil, re and rv lumens found at 36.5-36.8 cm from distal tip. The ptfe liner of the inner coil and etfe cable coating were intact in this location. Internal abrasion beaching the rv cable lumen was found underneath the svc shock coil at 17.0 -17.2 cm from distal tip. The lead was also found to be bent and all seven filars of the inner coil were fractured distal to suture sleeve tie impression at 35.0 cm from distal tip.

Event description:
It was reported that patient had inappropriate therapy due to noise. In clinic it was observed that the high voltage impedance was low. The lead was explanted and the condition of the patient, before and after the surgery, was good.